Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "18g accucath was inserted on patient and when the clinician went to retract the needle, she pushed the button, and nothing happened. The needle did not retract. She then pulled the needle out of the catheter hub to see if that would help the needle to retract. The needle still did not retract. The white button would actively click, but the needle failed to retract."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a needle not retracting is confirmed but the exact cause remains unknown. Three photo samples of an accucath device were provided for evaluation. The first photo shows the distal end of the device. The needle has not been retracted by the safety and the guidewire is fully advanced. It could not be clearly determined if the safety button has been pressed. The second and third photo show the distal end of the device housing. The view of the photos does not allow for a clear view of the position of the needle. It is unknown if the needle is partially retracted or fully extending. The spring within the housing appears to be elongated on the left side but bunched on the right side. The characteristics of the components could not be clearly inspected for a determination of potential interference issues or damage. Since the bunching of the spring is visible within the housing and may contribute to a needle retraction issue, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "18g accucath was inserted on patient and when the clinician went to retract the needle, she pushed the button, and nothing happened. The needle did not retract. She then pulled the needle out of the catheter hub to see if that would help the needle to retract. The needle still did not retract. The white button would actively click, but the needle failed to retract."